Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a pseudoaneurysm was reported. Six days following the valve implant, at discharge, anemia due to the femoral pseudoaneurysm with arteriovenous fistula was reported. Two units of blood was transfused. The pseudoaneurysm was treated surgically. No additional adverse patient effects were reported.